Event description:
A pt experienced a shocking/jolting sensation at the location of the implanted neurostimulator following a fall. The pt fell in june. A physician had checked the pt's device system, and determined that it was working fine. The pt had recharged their device on (B)(6) 2010, and the device was depleted two days later. The pt normally charged their device every week. The pt's status was noted as being fair, however, the pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4)